Event description:
Hill-rom received a report from the account stating the bed exit alarm does not sound. The bed was located at the account in tower 5. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the bed exit not alarming due to the external alarm inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the external alarm to resolve the issue. Based on this information, no further action is required.